Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has a display issue. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a display issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed that the lower 2 inches of the top display would become distorted after being powered on for 5 minutes. The fse replaced the video generator board which did not resolve the issue. Replacing the top display (0160-00-0127) on the unit resolved the issue. All functional and safety test were performed. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 sn: n/a top lcd display. This part was received with a reported unit failure message of display issue. Performed visual inspection of this part received and part looks to be in good condition. Installed top lcd display into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure message of display issue with lower display part distorted after unit turn on. Please see attached picture. Top lcd display failed testing. Retaining top lcd display in the fat dept. Per procedure 0002-07-d008 rev ar.